Event description:
Complainant alleged that while attempting to monitor an (B)(6) male pt the device displayed "defib disabled," "pads defective," and an unk "pacer" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. A review of the device error log showed that the device displayed "system fault 37," "pacer disabled," "defib disabled," "system fault 36," "defib fault 85," "pacer fault 115," and "paddle fault" message at the time of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.